Event description:
Pt with dow corning silastic ii implants since 1990 with evidence of failing implant on right and potentially on the left. Bilateral baker grade ii and iii capsule formation. Removed and replaced.